Event description:
One touch ultra test strip's confirmation window would not completely fill. This issue was not resolved with troubleshooting. Patient also mentioned that in november their family member had to take them to the doctor's office since their blood glucose reading on their meter was 388 mg/dl. Patient was given medication to lower their blood glucose level. The treatment matched their high blood glucose result. This case is reported as a strip malfunction.